Manufacturer narrative:
Concomitant medical products - item #unknown knee, item #150410; lot #298460; oss tibial poly bearing 12 mm, item #150356; lot #798480; oss 7 cm seg ellipt femoral r, item: 150493; oss reinforced yoke, item # 150480; lot#867690; oss axle, customer has indicated that the product will not be returned to zimmer biomet for investigation. Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for this item. Completion of investigation relayed to sales rep via email on 17 sep 2015 no risk assessment is required as the revision was due to the patient¿s anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent several oss revisions.